Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the case was damaged.the investigation found that the pump was exhibiting error code "1261." The microprocessor board was replaced to correct the reported issue. Subsequent to the manufacturing and prior to the release of the device, a device history record review was performed. No issues were identified during the review. Per service history review this device had not been in for service in the previous year.